Event description:
Procedure type: valve replacement. According to the reporter: pledget from suture was found to be missing at the end of procedure. Search was performed to find the pledget with no success. The pledget is believed to be potentially retained within the pt. Search for pledget was performed. Pt outcome: no adverse effects to date.

Manufacturer narrative:
(B)(4).